Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small volume folfusors had a black particle in the tube. This was discovered prior to patient use, at the compounding center. The devices contained fluorouracil 5000mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: october 14, 2022 - october 17, 2022. H10: two (2) actual devices were received for evaluation. A visual inspection via the naked eye was performed which noted black particles, measured to be 0.15 and 0.20 square mm in size, embedded in the material of the stressmember. An ftir test (fourier-transform infrared spectroscopy) was attempted, but the embedded particles were insufficient to produce visible signals on the ftir spectra. The reported condition was verified. The cause of the condition was a manufacturing related issue. The particles were not in the fluid path because they were embedded within the material of the stressmember which is unlikely to cause harm. This does not impact the sterile pathway. Particulate matter outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.